Event description:
Customer reported the system would not boot properly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the circuit cards and cable connectors. System operates as intended.